Manufacturer narrative:
Other applicable components are: product ID: 3877-60, product type: lead.

Event description:
A healthcare professional (hcp) reported through a manufacturer representative that the patient's implantable neurostimulator (ins) was found to have been depleted on (B)(6) 2016 when the hcp met with the patient. The hcp reported the patient's ins was fully charged around two weeks prior to the incident and that the patient's "battery was depleted only a few days after his last charging session." The ins was reportedly recharged on (B)(6) 2016 at the hcp's clinic; however, the patient left before their ins could be interrogated. When interrogation was attempted on (B)(6) 2016, the ins reportedly "could not be accessed" with a patient programmer and displayed a power on reset (por) message when connected to with a physician programmer at the time of report. The por was able to be fixed "by entering the date and the default setting." It was noted the patient's use of the recharger and patient programmer was checked and the patient was "able to handle everything properly without any problems." The cause of the issue was reportedly an "empty battery" and interrogation of the ins noted the battery had not actually been recharged since (B)(6) 2016. It was stated the low voltage por was due to the ins being brought out of overdischarge. Impedance testing performed at the time of the interrogation indicated that electrodes 5, 6, and 7 had impedances ">10000" ohms when measured at 0.7 volts. There were no known patient falls or traumas experienced and the cause of the high impedances was unknown as of (B)(6) 2016. The patient's hcp noted the impedances had increased shortly after implant and that reprogramming was performed and the situation remained stable at the time of report. The patient did not experience any symptoms related to the high impedances. It was noted the patient's ins was half full at the time of report and that it loaded without any problems; the depleted battery issue was resolved. There were no further interventions planned or performed, as the patient was "fine" and "receiving effective therapy" at the time of report.

Manufacturer narrative:
Product ID: 37081-40, lot# serial# (B)(4), product type extension please note the event has been escalated to a serious injury at this time.

Event description:
Additional information reported the patient ¿had no more stimulation in the pain area¿ at the time of follow-up. It was unknown whether any external factors had contributed to the issue. Impedance testing was performed and found impedances over 10000 ohms. An x-ray was taken and it was determined that the extension had partially slipped out of the ins. The extension was explanted and replaced as a result of the issue and the event was resolved at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.